Event description:
It was reported that the physician was having intermittent issues interrogating multiple patients' vns devices. Troubleshooting found that the issue was likely related to a faulty serial cable adapter. The physician was sent a new adapter. The faulty serial cable adapter has been returned and is currently undergoing analysis. No adverse events have been reported as a result of the issue.

Event description:
Analysis of the returned serial cable adapter found that it performed to specifications and no anomalies were found. Follow-up with the site found that they have not had any further issues with the new serial adapter cable.

Manufacturer narrative:
Device failure suspected but did not cause or contribute to a death or serious injury.